Manufacturer narrative:
H3: product analysis - product ID:g360pt3532; lot# h5505821 microscopic examination appears to show helical fracture with circular material flow with shaft angulation, suggesting torsional overload. The above observations are consistent with torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional(hcp) via a manufacturer representative regarding spinal device used in unknown spinal therapy. It was reported that when placing left c1 lateral mas screw and screw broke near the end of the threads. There were no patient symptoms or complications associated with this event. Hence, no further complications were reported/anticipated. Additional information was received from the manufacturer representative that there is no plan to remove the piece of the implant. The device was broken while trying to implant so it was explanted. The broken fragment of the screw was remaining in the patient.